Manufacturer narrative:
(B)(4) - dehiscence. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to recurrent mitral insufficiency. According to the discharge summary and operative report: this is a (B)(6) year old man presenting with recurrent mitral regurgitation after a minimally invasive mitral valve repair was performed approximately 7 months ago. The patient had type 1 carpentier mitral malcoaptation at his primary operation and so a reduction annuloplasty using a 30-mm edwards cosgrove annuloplasty band was performed with complete resolution of his mitral regurgitation. However, the patient has developed severe recurrent central mitral insufficiency despite apparent adequate seating of the mitral annuloplasty band on echocardiography. The patient has well preserved left ventricular function, but is quite symptomatic with dyspnea and orthopnea. He presents for a reoperative mitral valve repair via a median sternotomy. A transverse left atriotomy was performed. An estech atrial lift system was then used to obtain excellent exposure of the mitral valve. It was malcoapting centrally due to a dilated mitral annulus. The annuloplasty band had partially dehisced, resulting in mitral insufficiency. This was correct with placing another 30 mm edwards cosgrove mitral annuloplasty band with reinforced suturing and restoring mitral competence.